Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377860, lot# v014698, implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on 2018-02-14, reporting that the patient had a revision. It was reported that their previous battery was replaced this past friday on (B)(6) 2018. The patient stated that they believed their battery was working but their therapy was not covering the area where they needed relief. The patient¿s target pain was sciatic pain, which caused the patient to be unable to straighten up or walk more than 10 feet. The patient stated that they could turn their stimulation on and felt it, but it was not in the right area. The patient stated that their therapy worked well before they were in an auto accident on (B)(6) 2016. The stimulation changed after the accident. It was reported that after the accident it ¿quit working and just stopped¿. The patient stated that their healthcare provider (hcp) conducted CT scans, but told the patient that ¿everything was intact¿. The patient did not believe the hcp though. The patient later started working with a different hcp who removed their old battery and replaced it. It was reported a trauma was related to the issue. Their hcp surgically removed and replaced the ins, and although the patient wanted the leads to be replaced as well, the patient stated that the hcp just replaced the ins as they wanted to perform the least invasive option possible. The loss of pain relief, return of target pain, stimulation in the wrong location, their device not working and just stopping all started on (B)(6) 2016. It was then reported that their hcp should have changed their battery and lead, as the patient believed the old battery. The patient did not understand why their healthcare provider only wanted to change the battery. The patient stated that their therapy was still not helping their target sciatic pain. They stated that they ¿only had one channel¿ and the stimulation was not going to the correct area. The patient stated that their hcp wouldn't listen to them and their hcp just decided to change the battery because it was less invasive. The patient was unsure which ins was just implanted and did not have any device information available. The patient just stated that they had to charge the internal device and the external device. The patient was redirected to follow-up with their healthcare provider to address their lack of pain relief, stimulation in the wrong location and only having on channel. It was reported the event had occurred since implant of their new ins ((B)(6) 2018). It was also mentioned that the patient liked their old battery better than the new one because they had to charge the new one. However, it was reviewed with the patient that their old ins was rechargeable as well, but the patient didn't¿ seem to understand this. The patient confirmed the serial number of their old ins which matched registration though the patient seemed to think it was non-rechargeable and registration showed it was rechargeable. No further complications were reported/anticipated. Additional information was received from the patient on 2018-02-14, reporting that they called back to ask for manufacturing representative to be at their next appointment to provide more programs. The patient indicated that they think their appointment isscheduled for (B)(6) 2018, but were not sure of the time. It was recommended that pen contact their hcp and have them request a rep be there for programming and the hcp with coordinate schedules with the field rep. No further complications were reported/anticipated. The patient was implanted for multiple back operations and postlaminectomy pain. Reference regulatory report 3004209178-2016-16848.